Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the patient¿s implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited ventricular under-sensing in presenting rhythm following a ventricular sense. Programming changes were performed. The patient¿s condition remained stable.